Manufacturer narrative:
It was reported that while in use in a patient blood back occurred on the cs300 intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported. A getinge stm was dispatched to evaluate the iabp and replaced the special seal, blood back tubing, purge assembly, pneumatic luer fitting, cable clamp, safety disk and crm. The stm then performed a full pm and all functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. This report is being submitted as a result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that while in use in a patient blood back occurred on the cs300 intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported.